Event description:
Information was received from a patient who was implanted with a neurostimulator for bowel dysfunction/sacral nerve stim, gastrointestinal/pelvic floor and fecal incontinence. It was reported that there was stimulation in the wrong location and painful stimulation. The patient had been noticing it had been "zapping" her in the wrong place. She used to feel stimulation in the rectum and now felt it to the right of her vagina. It was clarified that "zapping" was not shocking but the patient meant that stimulation was too strong. It kept her up at night. This morning she turned stimulation down to 1.3v and stimulation did not bother her anymore. She did not feel stimulation now and she was concerned if it was going to affect how it worked for her symptom control. It was noted that the patient fell on the tailbone in (B)(6) 2016 and had a medical procedure on (B)(6) 2016 to have a uterine polyp removed, and the implantable neurostimulator (ins) was not turned off for the procedure. Both the strong stimulation and stimulation at the wrong location started during the last week of march 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.